Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure; two fibers failed. No information provided on failure modes observed with the fibers. No information provided on how the procedure was completed. Patient outcome: no patient injury was reported. This event is for second failed fiber.